Event description:
After initiating a dialysis treatment on a phoenix machine and a cartridge bts, the nurse observed an external blood leak in the heparin syringe line at the welding where the luer lock attaches to the heparin tubing. The nurse stopped the heparin infusion, clamped off the line, and continued the dialysis treatment without any heparin. The treatment was uneventful and the patient did not require medical intervention or experience any adverse event from the external blood leak. The blood tubing set was discarded and not available for inspection. Ref MFR 8030638-2014-00014.